Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user experienced severe hypoglycemia (bg ~42 mg/dl) and was involved in a car accident. The user was not injured and was not hospitalized. They are currently off the ilet while admitted to a behavioral health unit where insulin pumps are not permitted.